Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. Complaint # (B)(4).

Event description:
It was reported that during a patient emergency an intra-aortic balloon (iab) was inserted. The iab was functioning with augmented pressure via the lab's pressure monitoring system, but the procedure continued. The customer states the pressure was to be sorted when the patient was stable. After insertion the pressure bag was changed, the 3 way tap was flushed, but there still was no pressure trace. The customer tried to draw blood back with no success and decided to change the iab. They checked and changed all of the tubing and connectors from the flush bag down to the catheter. The second catheter used was another linear 40cc and functioned as expected with a viable ap trace. The patient expired, but the date is unknown. The patient's death is not attributed to the device as per the facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a patient emergency an intra-aortic balloon (iab) was inserted. The iab was functioning with augmented pressure via the lab's pressure monitoring system, but the procedure continued. The customer states the pressure was to be sorted when the patient was stable. After insertion the pressure bag was changed, the 3 way tap was flushed, but there still was no pressure trace. The customer tried to draw blood back with no success and decided to change the iab. They checked and changed all of the tubing and connectors from the flush bag down to the catheter. The second catheter used was another linear 40cc and functioned as expected with a viable ap trace. The patient expired on (B)(6) 2017. The patient's death is not attributed to the device as per the facility.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the inner lumen/catheter tubing near the y-fitting approximately 76.5cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was kinked and occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion and a kink on the inner lumen/catheter tubing. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage as will a kink in the inner lumen. If this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. Blood may clot in the inner lumen during use if a continual flush is not maintained. We are unable to conclusively determine when the kink may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during a patient emergency an intra-aortic balloon (iab) was inserted. The iab was functioning with augmented pressure via the lab's pressure monitoring system, but the procedure continued. The customer states the pressure was to be sorted when the patient was stable. After insertion the pressure bag was changed, the 3 way tap was flushed, but there still was no pressure trace. The customer tried to draw blood back with no success and decided to change the iab. They checked and changed all of the tubing and connectors from the flush bag down to the catheter. The second catheter used was another linear 40cc and functioned as expected with a viable ap trace. The patient expired on (B)(6) 2017. The patient's death is not attributed to the device as per the facility.